Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure with a vasoview hemopro 2, a venous gas embolism occurred. It was a difficult vein harvest due to varicosities, the dissection tip went into a large vein varicosity. Within minutes, the surgeon noticed air in the venous cannula and the brain saturations plummeted. Since the arterial cannula was in and connected and the venous cannula was already in, the venous line was connected and the patient was immediately placed on bypass. Evh was immediately discontinued. The brain saturations slowly came back up. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots25125573, 25125731, and 2512612 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure with a vasoview hemopro 2, a venous gas embolism occurred. It was a difficult vein harvest due to varicosities, the dissection tip went into a large vein varicosity. Within minutes, the surgeon noticed air in the venous cannula and the brain saturations plummeted. Since the arterial cannula was in and connected and the venous cannula was already in, the venous line was connected and the patient was immediately placed on bypass. Evh was immediately discontinued. The brain saturations slowly came back up. The hospital did not report any patient effects.